Manufacturer narrative:
An event of the physician being unhappy with the shape of the device was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(4) 2019: additional information received on (B)(4) 2019 stated that no additional information will be provided. On (B)(6) 2019, a 6/4mm amplatzer duct occluder (ado) was selected for implant. However, the physician was not happy with the shape of the device and elected to use a new 6/4mm ado (lot #: 6873478), which was successfully implant. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019: additional information received on 4 october 2019 stated that no additional information will be provided. On (B)(6) 2019, a 6/4mm amplatzer duct occluder (ado) was selected for implant. However, the physician was not happy with the shape of the device and elected to use a new 6/4mm ado (lot #: 6873478), which was successfully implant. No patient consequences were reported.